Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and drive support cap was damaged. The customer¿s current blood glucose value was 53 mg/dl. The customer treated low blood glucose value with carb. The customer was assisted with troubleshooting and was advised to visit the emergency room. The customer will discontinue to use the device.